Manufacturer narrative:
At the completion of the clinical evaluation, based on lack of medical information available for review, there was no evidence to support the following reported events: endoleak type iiib and secondary procedure. Additionally there was evidence to reasonably support the following observations: at implant the suboptimal placement of aortic cuff partially covered the right renal artery, balloon techniques used to move cuff inferiorly, unsuccessful right renal stent placement, and endoleak type ii. The most likely cause of the compromised stent graft integrity was the use of the strata fabric. It is unlikely that the suboptimal cuff placement and the off-label balloon technique to move the cuff inferiorly at implant (user error) contributed to this complaint. Procedure related issues, and the final patient disposition could not be determined due to lack of medical records associated with the event. The most likely cause of the type ii endoleak seen at implant was patent lumbar or mesenteric arteries (anatomy related). Clinical harms associated with the suboptimal aortic cuff placement (user error) included: stenosis of the right renal artery, which required an additional intraoperative procedure that did not prolonged procedure time beyond 4.5 hours. There have been no further patient sequelae reported for this event. The review of manufacturing lot records confirmed all devices met specifications prior to release. Device was not returned, therefore no physical evaluation was completed.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2014. It was reported the physician identified a type 3b endoleak. It is unknown if the patient had a secondary procedure. There have been no additional adverse events reported to endologix for this patient.